Event description:
The male patient received a 3.0 x 18mm cypher select stent in a bypass graft. Post procedure, a myocardial infarction was reported. Tni was 0.2 prior to procedure and 0.6 following. Patient was discharged as planned. The patient then had angina at the one-month follow up.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.